Event description:
Emt's responded to a person described as in cardiac arrest with automatic external defibrillator. According to the reporter, when emergency medical technician's opened a package of disposable defibrillation/electrocardiogram electrodes, only 1 electrode was observed in the package. A backup package was immediately called for and used. No adverse affects to the pt were reported as a result of the alleged malfunction.